Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the electrogram was so poor that it was difficult to see any of the data. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.